Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After elective laparoscopy for an internal herniation due to a laparoscopic gastric bypass in 2011, it was necessary to stitch the wound again because of perforation of the small intestine.